Manufacturer narrative:
The reagent lot umber and expiration date were requested but were not provided. Data analysis indicate reagent carry over on the reagent probe which are consistent with decreasing rinse efficiency. The field service engineer (fse) performed all recommended checks and adjustments during the annual maintenance visit. Following the fse intervention, no further issue was observed. General reagent issues were ruled out as the result believed to be correct was obtained with the same reagent. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of non-reproducible high phosphorus results for patient samples tested on cobas 8000 c 702 module. One example was provided. The initial result was 3.970 mmol/l and the repeat result was 1.140 mmol/l.